Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). In addition, there was noise on the lead electrograms (egm) and a fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.